Event description:
The consumer alleges he had two incidents with his power chair. The first one occurred in (B)(6) 2010. The chair was off and he used his heel to flip up the 90fb before going into the van when the chair allegedly flipped backwards and caused him to injure his knee. The second incident occurred in (B)(6) 2010. The chair was allegedly on a slight incline and the power was off and he shifted his weight, when the chair pitched to the right side throwing him out and causing damage to his jaw. Serious injury is alleged.

Manufacturer narrative:
Consumer was reportedly on a slight incline with the chair powered off. He shifted his weight and the chair allegedly pitched to the right side throwing him out of the chair. The consumer allegedly sustained a broken knee and jaw. Nature of complaint suggests user did not have a seat positioning strap on. Current user guide covers this area. Ramp angle is unknown and current user guide covers this area as well. Product has not been returned for evaluation at this time so it is unknown if a malfunction occurred or if other factors such as misuse, operator error or lack or maintenance may have caused or contributed to this incident. MDR filed based on alleged serious injury.